Event description:
It was reported 8100 keypad issues.

Manufacturer narrative:
The customer complaint of keypad errors was confirmed by the bd repair depot. The returned devices have been resolved by bd under warranty. During servicing the repair depot noted fluid ingress and various keys not functioning. Chemical attack to the flexible trace circuit can influence cracking by making traces more brittle and weaker against areas of small bend radii. This issue can lead to cracked flex traces resulting in open circuits and an unresponsive keypad. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A review of the device history record showed the device had a manufacture date of 27jun2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Manufacturer narrative:
The customer complaint of keypad errors was confirmed by the bd repair depot. The returned devices have been resolved by bd under warranty. During servicing the repair depot noted fluid ingress and various keys not functioning. Chemical attack to the flexible trace circuit can influence cracking by making traces more brittle and weaker against areas of small bend radii. This issue can lead to cracked flex traces resulting in open circuits and an unresponsive keypad. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A review of the device history record showed the device had a manufacture date of 28jun2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
It was reported 8100 keypad issues.